Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported kink was not confirmed; however, it was reported that the kink was located at the separated location. It was reported that the kink was noted on the shaft and an attempt was made to prep the bdc when the proximal shaft separated at the kinked location. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU, ppl2094680 revision b, preparation for use section) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. In this case, the reported violation of the IFU likely contributed to the shaft separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during removal of a 3.0 x 15 mm nc trek balloon catheter from the dispenser coil, a kink on the mid shaft was observed. After an attempt was made to prep the balloon catheter, the kinked portion had become separated in two pieces. Another 3.0 x 15 mm nc trek balloon catheter was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.